Event description:
It was reported that the customer has an infection in his body and he is in a lot of antibiotics. The customer was in the doctor's office the day before and he was running a little high; the customer will go to the hospital because he has the infection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.